Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced dissatisfaction with the therapy, as it was not beneficial for their symptoms from the beginning. The patient expressed disappointment with programming and re-programming due to persistent pain and reported that the implant was turned off about half of the time because it was not effective. The patient noted feeling better after undergoing a couple of small procedures from their pain management doctor. Additionally, the patient received a low battery message (elective replacement indicator - eri) when attempting to use the device, leading to dissatisfaction with the implant's longevity, as they were informed it would last 7-10 years. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.